Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The complete lead was returned. Set screw marks noted on the terminals. The returned extracting stylet was stuck in the lead. The lead and conductor coils were stretched near the tip from the extracting stylet. The suture tied tight onto the lead body for extraction purposes and tissue was noted entwined in helix and on the tip ring and insulation. Laboratory analysis was unable to confirm allegation of high threshold measurements. The lead passed electrical testing.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high pacing threshold measurements. Additional information indicates that the cause of high pacing thresholds was not determined. The lead was explanted. No additional adverse patient effects were reported.